Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and right atrial (ra) lead were attempted for unknown product performance issue. New leads were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis was complete and leads passed the following tests; continuity, hipot, pressure and stylet/gw. The tines were cut off and lead met specifications.